Event description:
The daughter of the patient reported the patient has a "lump" in her back and has not been getting pain relief for some time. The patient is emotionally unstable due to the increased pain. The patient has been to see her hcp three times; the last visit, the hcp confirmed the catheter is kinked and she had not been getting her intrathecal medication. The patient is currently trying to find a neurosurgeon. The final patient outcome is unknown. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.